Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that on (B)(6) 2017, the patient experienced a blood glucose over 1200 mg/dl with large ketones associated with an alleged call service alarm issue. Reportedly, the patient discontinued pump therapy and was hospitalized in the intensive care units and received insulin via injection and intravenous fluids. During troubleshooting with customer technical support, the reporter alleged that the patient¿s adverse event was associated with the pump going into suspend mode (see MFR report #2531779-2017-24959-0). The reporter also mentioned that the pump was having intermittent power issues ( see MFR report # 2531779-2017-24552- ) . It was noted that the patient received a cs 088 alarm. This complaint is being reported because the cs 088 alarm may have contributed to the hyperglycemic event.